Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v621113, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had a (¿mechanical¿) fall out of the tub/shower and hit their head on the floor. It was also noted that they fell on to the site of their implantable neurostimulator (ins). The patient had complaints of head, and neck pain along with right hip and leg pain. The patient had a headache and an abrasion on the right zygomatic arch. It was also reported that they had a nasal bone fracture. The etiology of these issues was noted as ¿new illness, injury¿. Interventions of vicodin and zofran were reported. The outcome of the event, as of (B)(6), 2012 was reported as resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).